Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-01431.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-01431. It was reported the patient experienced intense pain in her right leg post implanting of the trial leads. The doctor believed that the nerve root may have been irritated. As a precaution, the trial leads were removed on (B)(6) 2019. The patient was prescribed medication. Follow up identified the pain was reportedly resolved.